Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was reproduced. Based on the results of the investigation, a root cause could not be identified. The most probable cause of this complaint is traced to component failure expected or random component failure without any design or manufacturing issue due to environmental temperature problem identified and deformation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero reno videoscope exhibited lifted rubber glue at the insertion tube. There was no patient involvement.